Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a revision procedure was performed for an unknown reason. During a review of investigation findings from lirc it was identified that the rod had evidence of galling and corrosion. Additionally it was reported that the rod was unable to be retracted.

Event description:
N/a.